Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was confirmed. Based on the information gathered during baxter's investigation the root cause of the report was due to air being sucked into the disposable because the patient extension line was connected after priming was complete. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Should additional information become available, a follow-up report will be filed.

Event description:
The patient contacted baxter's technical service center regarding a system error (se) 2240 (air in set), which occurred on the homechoice (hc) during use during dwell 1 of 4. The patient was connected. The baxter technical service representative (tsr) determined that the patient connected the patient line extension after prime. The tsr explained that the extension should be connected before the self test or before prime. The tsr had the patient close all the clamps to the bags and patient line and cycle the power off and on. A se 2367 occurred. The tsr had the patient cycle the power off and on again and the tsr advised the patient to press go at the press go to start prompt and then at the load the set prompt they can remove the set in order to start over with new supplies. The tsr reviewed the proper procedures per the user manual and advised the patient to dispose of the current supplies and start over with new supplies. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the registered nurse (rn) on (B)(6) 2011 regarding the reported se 2240. The rn stated they had not been made aware of the alarm. Baxter product surveillance informed the rn that the patient had connected their patient line extension after priming. Baxter product surveillance recommended a review of proper procedures. The rn stated the patient was continuing therapy on the cycler successfully. There was no patient injury or medical intervention reported.